Event description:
A sales representative reported on behalf of a customer that the pro6232 device was being used during a reverse total shoulder arthroplasty procedure on (B)(6) 2024, and ¿pieces broken off from using 3.2mm pin¿. Follow-up assessment found that ¿the inner gripping components¿ of the pro6232 ¿broke¿, fell into the surgical site and were retrieved. The pin in use during the procedure was a zimmer/biomet 3.2mm pin. The sales representative confirmed that the ¿the pin did not break¿ and no fragments remain in the patient. The surgery was completed as normal with a different pro6232 and a delay of ¿2-3 minutes to get another pin driver¿. No medical/surgical intervention or extended hospital stay was required, and the patient is "fine". This report is being raised on the basis of a malfunction of fragmentation with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation of the device found bearing ¿ corroded/damaged and shaft - failed/broken. Preventative maintenance is overdue. Root cause cannot be determined, however, based upon evaluation of the device and engineering input; a possible cause of this event could lack of recommended scheduled maintenance. A device history record (DHR) review was not conducted as the device has been in the field greater than 12 months. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of six reports, regarding six devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to each use, inspect all equipment for proper operation and ensure all attachments and accessories are correctly and completely attached to the handpiece. Conmed recommends that all powerpro attachments be returned for preventive maintenance every 24 months, except for certain attachments indicated in section 3.0 in the hall powerpro attachment manual, which have a recommended service schedule of every 12 months. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the pro6232 device was being used during a reverse total shoulder arthroplasty procedure on (B)(6) 2024, and ¿pieces broken off from using 3.2mm pin¿. Follow-up assessment found that ¿the inner gripping components¿ of the pro6232 ¿broke¿, fell into the surgical site and were retrieved. The pin in use during the procedure was a zimmer/biomet 3.2mm pin. The sales representative confirmed that the ¿the pin did not break¿ and no fragments remain in the patient. The surgery was completed as normal with a different pro6232 and a delay of ¿2-3 minutes to get another pin driver¿. No medical/surgical intervention or extended hospital stay was required, and the patient is "fine". This report is being raised on the basis of a malfunction of fragmentation with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.